Event description:
Balloon pump stopped working during the middle of a case. Upon coming off pump (perfusion), connected all cables and exchange tube, zeroed pump and monitor, and engaged the balloon. Soon after restarting the balloon, there were greatly fluctuating pressure numbers. Some as high as 300 on a beat to beat basis. Mechanically, it appeared the balloon was functioning normally. Also, the balloon would not slave to the monitors. The radial line appeared as a normal pressure.